Manufacturer narrative:
(B)(4). The investigation was carried out into this complaint. When reviewing similar reportable events for sara 3000 we haven't found any other similar cases. We have been able to establish that this complaint is a single event. The device was inspected by an arjohuntleigh representative at the customer site and found to be out to the specification - broken charger. The item was being used for by a caregiver during preparation to use a device and in that way contributed to the event. This complaint was decided to be reportable in abundance of caution upon first awareness as person in a pregnant state received an electric shock. The outcome of this incident was also assessed by a clinical expert: "in my opinion (after consulting with our local engineers) the worst case scenario would be mild to moderate pain. No burn. Any time the woman is pregnant follow up would be necessary to ensure the health of the baby but the worst case scenario would be the same". There is no other indication of other injuries to the caregiver. Instruction for use - IFU (kkx81010m-en issue 9 08/2013), is provided with each device. Instruction includes information about safe and correct use of the product. It warns: "the battery charger is for use only with batteries that are supplied by arjohuntleigh to be used with the sara 3000. To avoid overheating, the charger must not be covered while in use. Do not attempt to open or tamper with the charger unit in any way, for any repair the charger must be sent to the manufacturer". IFU provides also information about correct battery charging. It informs: "always disconnect the mains, supply before disconnecting the battery from the charger unit". Preventive maintenance schedule (included in IFU) informs about importance of checking charger in regular basis: "examine the charger and wires for integrity and connections" - performed by the service technician every 12 months. The received information and corresponding photos showed that the customer was using different charger than intended for sara 3000 active lift. The one that was used was (B)(4)- type. The review of operating instructions for this charger was performed as well. It informs: "when the battery pack is fully charged, disconnect the mains power, remove the battery pack from the charger, and insert it back into the hoist battery position" "should the charger casing or cables show signs of damage then discontinue use and obtain a replacement. If in doubt contact arjo or their approved distributor". The above excerpts determine the most possible cause for this incident - user error: charger casing was damaged prior the incident and was temporary repaired by the customer: it is most likely that charger was dropped or hit by heavy object what caused the damage poor maintenance: the customer was aware about damaged charger and this faulty part should have been taken out of use, as recommended in charger operating instructions and lifts' IFU the customer also appears to have been using an incorrect charger for batteries of the involved device - sara 3000 lift from the received information we can state that the user did not disconnect charger from the mains supply: "the charger was being collected to go and charge a battery, the charger was connected to mains supply, no battery connected". The last maintenance was performed in april 2015, however charger was not presented or otherwise available for examination the received information and our evaluation as described above are showing that if the sara 3000 and charger's recommendations were followed in accordance to instructions for use, there would be no caregiver at risk.

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
Initially it was reported by arjohuntleigh representative that the caregiver received electric shock "the carer was retrieving the battery charger from the sluice room prior to charging the hoist. Upon reaching down to pick up the charger the carer received an electric shock due to the charger being physically damaged. The top and bottom section had become detached resulting in the exposure of wiring." The charger was being collected to go and charge a battery, the charger was connected to mains supply, no battery connected. The injured was seen by local gp and advised to visit hospital due to pregnancy. Device examination showed that the hoist functions correctly. The involved charger had been repaired with electrical tape by the customer. It is to be scrapped by the customer and a replaced.